Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review after several pulsatility index (pi) events were noted. A review of the log file revealed elevated power and flow readings. Flow rate was greatly above normal parameters. There were concerns of a thrombus building up on the rotor of the pump. There were no other unusual events seen within the log file. Additional information revealed that the patient was asymptomatic. No imaging or diagnostics were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: elevated power and flow events were confirmed in the evaluation of the submitted log file; however, a specific cause for the events cannot be determined through this evaluation. The submitted log file captured elevated power events on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. Pump power reached as high as 10.0 watts and the estimated flow reached up to 12.0 lpm. Prior to and after the elevated flow and power events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Per the customer, no diagnostics were performed to assess for thrombus, but it could not be ruled out. The patient was asymptomatic and will continue to follow up as an outpatient. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. C, provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25sep2014. The manufacturer is closing the file on this event.